Event description:
The tech alleged the electrical testing for high resistance of the ground did not meet specification. No pt impact.

Manufacturer narrative:
The tech found there was a loss of ground due to a loose ground wire in the plug. The tech replaced the power plug to resolve the issue.